Event description:
It was reported that during a follow-up, sudden drop in battery voltage was noted. Premature battery depletion was suspected. The device is subject to the advisory. The device was explanted and replaced. There were no adverse consequences to the patient before, during and after the procedure.

Manufacturer narrative:
Manufacturer report 2938836-2017-33054 should not have been reported as a medical device report (MDR), as this product is ous unique and is not distributed in us.